Manufacturer narrative:
(B)(4). Eval results: eval of the returned product found that when the alarm was tested with a new battery it does not sound when the magnet is removed from the magnet plate. The tone selector does not work. The low battery indicator does not work. The battery door is missing. Inspection did not detect any rattling noise as reported. This unit does not have a power indicator light or power on/off button. (B)(4).

Event description:
The customer reported that the alarm has no power and makes a rattling noise as if something is loose inside the alarm. The customer has the alarm packed for shipping and couldn't provide more info. There was no pt incident or injury reported. Inspection of the returned product found that the alarm does not sound when the magnet is removed from the magnet plate and the low battery indicator does not work.